Event description:
It was reported that during a gastric bypass, the device fired malformed staples. Another device was attempted, but it also fired malformed staples. The procedure was completed with a like device. There was no adverse consequence to the patient.